Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation revealed that the internal battery was depleted and it recharged when the device was plugged into the main power supply. The reported failure could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.